Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was externally visually inspected and passed. The receiver failed to charge and reboot due to the receiver not turning on. The battery was replaced with a known good battery and the receiver turned on. The log was downloaded and reviewed finding an error related to the complaint. The receiver case was opened, the internal inspection failed due to a damaged battery. The allegation was confirmed. The root cause was determined to be a damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 an unexpected receiver shut down occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.